Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d1, d2, d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the device would not cut; however, the repair was not completed because the account did not respond with permission to repair the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported the device was not cutting the skin. There was a delay and an additional unplanned skin graft was required to finish the procedure. No additional consequences have been reported as a result of this malfunction.